Event description:
The nurse practioner reported that the patient was having seizures recently and that the device was unable to be communicated with during attempts for interrogation. It is unknown if the seizures are an increase above the patient's pre-vns baseline frequency and whether the generator has been able to be communicated with since this attempt. Attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the generator confirmed all quality tests were passed prior to distribution.